Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. No intervention was performed.